Event description:
Report received (pn lhas1412a). Lifesite was implanted in right femoral vein in 2000. Patient experienced flow problems and a cannula exchange was performed. Flow problems were still experienced, another device, a catheter was implanted sub-clavian in 4/2000 but flow problems still were noted. Patient was on marcoumar, and anticoagulant and subsequently experienced deep thrombosis of the right leg after marcoumar was stopped due to an unrelated gastric bleed. A new lifesite was then implanted by thoractomy 2 days later. The next day patient underwent dialysis, but a lot of resistance was noted. On the next day, surgical intervention was performed as the cannula appeared to be too deep in the right atrium. Patient continued to experience flow problems and a decision was made to withdraw dialysis because of the patient's overall medical condition in 5/2000. Patient subsequently expired of causes unrelated to the device per physician.